Event description:
We became aware on 7/23/2025 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "patient with history of orif 8 month prior following mta. Came with complaints of pain and limping to the right lower limb. X-ray revealed non-union at the fracture site with nail insitu. Planned for nail exchange procedure with sign nail of larger diameter and proper reaming to aid the stability and union at the fracture site."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.